Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. An event regarding another patient who goes to the same managing physician was reported. The caller stated  they were told by their doctor to always turn the device off before going through security screening devices because " they go crazy and burn out when you go through airport scanners". One of the doctor's patients went through a security screener two days following implant and they got a jolt and "it blew up" and will not turn back on. Reviewed device damage is not an expected or known risk of going through security screen devices.